Event description:
It was reported that a screwdriver broke at the spring. There was no patient involvement. Diligence is completed and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.